Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced bilateral capsular contracture baker grade iii (r) and baker grade ii (l) and rupture on the left side postoperatively. Rupture was confirmed via ultrasound. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3507300mc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
The previous report stated the patient was implanted with a mentor memorygel breast implant 350cc. This device was for the contralateral side. The right breast prosthesis was a mentor memorygel breast implant 300cc. B2 is required intervention was left unmarked in the previous report. Manufacturer¿s reference number: (B)(4).